Manufacturer narrative:
The alt, creatinine, and glucose reagents' lot numbers and expiration dates were not provided. Qc was acceptable. "Cell blank abnormal" error messages were generated multiple times on the instrument during the routine measurement, but the sound was too low for the customer to notice. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with alt assay and 1 patient sample tested with creatinine assay and glucose assay on a cobas c 503 analytical unit. Patient 1: alt: initial result: 25 u/l. Repeat result: 16 u/l. Patient 2: creatinine: initial result: 1.64 mg/dl. Repeat result: 0.767 mg/dl. Glucose: initial result: 130 mg/dl. Repeat result: 95.5 mg/dl. Since data flags accompanied other test results displayed on the customer's laboratory information system (lis) for patient 1 and patient 2, the customer questioned the above-stated initial results. The customer replaced the cell and lamp and repeated the patient 1 and patient 2 samples. The repeat results after the cell and lamp replacement were not provided, but they were deemed to be correct.

Manufacturer narrative:
There was an abnormal cell blank alarm. The customer performed maintenance for the complete optical photometric path and exchanged the cells. The maintenance actions performed by the customer resolved the issue. No further issues were reported after the customer's maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.